Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: review of the alarm history revealed frequent low battery warnings recorded. On investigation, the pump electrical current draws were high. The pump was opened for investigation and revealed moisture damage to the printed circuit board. Investigation determined short battery life due to moisture damage. Unrelated to the original complaint, the battery compartment was noted to be cracked.